Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the valve was visually inspected; the needle guard was raised, as well as needle holes in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The possible root cause for the issue reported by the customer is probably due to wrong handling as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway, at the time of the investigation no occlusion was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the certas plus valve was implanted to a male patient via a v-p shunt with an unknown date with an unknown setting. Contrast was performed because shunt failure was suspected. No outflow to the abdomen could be confirmed. The valve was removed and replaced. The patient recovered.